Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support (cts) discovered customer was using cold insulin within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.